Event description:
The customer reported that the systems' monitor displayed white and black lines during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reseated the printed circuit boards and all power connections to the workstation as well as reseated the video connections on the mainframe and adjusted the voltage. The system was tested and found to be working as intended and put back in service.